Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 devices were received for evaluation. 1 event was duplicated during evaluation; the device was affected by worn components. 1 event was not duplicated during testing; however, the device was found to be affected by corrosion. 2 events were not duplicated; the devices were found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events, in which the devices were reportedly leaking. There was no patient involvement; no patient impact.